Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The result for the first sample from the patient was 45.90 pg/ml with a data flag. Seven hours later, a second sample from the patient was tested and the analyzer generated no numeric result but had a data flag indicating there was a sample clot. The sample was repeated and the result was 16.82 pg/ml with a data flag and was reported outside of the laboratory to the doctor. The second sample was again repeated and the results were 37.70 pg/ml and 38.26 pg/ml. The result of 16.82 pg/ml was believed to be erroneous. A revised report was sent to the doctor. The patient was not adversely affected. The reagent lot number was 138684. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent issue can most likely be excluded. The last valid calibration was performed (B)(6) 2016; signals were within the expected range. All subsequent calibrations failed, but the customer did not supply any information about why they failed. Analysis of quality control data showed no indication of an issue. The most likely root causes relate to improper sample quality and possible clots/fibrin present in the sample based on the data flag indicating there was a sample clot. As the customer did not use the recommended sample tube rack adapter, a pipetting issue due to a tilted sample tube could have occurred. Other possible causes include insufficient electromagnetic interference compliance, insufficient maintenance, or contamination of the environment with the analyte.